Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that some calibrations were entered right after a gap and during periods of rapid glucose change. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment as a proactive troubleshooting measure. Post re-link, the system was showing better agreement in the bg/sg. The user was advised to continue using the system and to reach out if they had any other issues. Per dms review, the user was using the system with up-to-date information.

Event description:
On april 2nd 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.